Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, after the handpiece sealed and resected the tissue, the knife did not return. Another similar device was used to complete the case. There was no patient injury.